Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, draw 1.1 consistently failed to register as closed unless pushed forcefully, and the staff were frustrated with repeatedly fixing it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.1 had failed. A field service engineer (fse) inspected the station and identified that the failure was due to a broken plunger spring. The system was powered down, and the broken plunger spring of drawer 1.1 in the auxiliary tower was replaced. After rebooting, the hardware testing application was used to verify functionality, and the customer successfully recovered the system in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 consistently failed to register as closed unless user needs to push forcefully. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.